Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. From the ar-1923pk percutaneous insertion kit, only received the guide pin, distension needle and stylet, unpackaged. Visual evaluation showed the distension needle shaft is bent. No damaged noticed to the guide pin. During device functional testing, it was noticed that the guide pin had difficulty passing through the distension needle, due to the bent needle. As the devices were found to meet specification, the most likely cause is flexion of the needle due to an external force during use.

Event description:
It was reported that during a posterior stablization the nitinol wire does not run smoothly through the big needle. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.